Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device. At some point the patient was involved in a motor vehicle accident that lead to spinal bone fractures around the implant. The surgeon removed the vivo device on (B)(6) 2024. No other information was provided. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. Device evaluation could not be completed as the implant was not returned following the removal surgery. The removal was completed due to a bone fracture that was caused by an automobile accident. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo device. At some point the patient was involved in a motor vehicle accident that lead to spinal bone fractures around the implant. The surgeon removed the vivo device on (B)(6) 2024. No other information was provided.